Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device software upgrade, an error message noting device in backup vvi mode due to intermittent loss of telemetry or a twisted telemetry cord was observed. The device was restored successfully to nominal settings. The patient was fine throughout the event.